Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on march 16, 2019 with blood glucose of over 400 mg/dl at the time of the incident. The customer was at 42 to 113 mg/dl at the time of the call. The customer treated their low with juice and glucose tablets and felt cold and like they were going to lose consciousness. The customer was given intravenous insulin to treat the high. The customer did not mention any high symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was and automatically adjusting insulin delivery during the event. The customer reported that their cannula was bent when they took out their set. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.